Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, leading them to remove the device and later perform a factory reset per endocrinology guidance, with user education and training to verify less aggressive settings. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included medical professional follow-up, user education, and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, with the user doing well after follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.